Event description:
(B)(6)-2012- (B)(6) - the patient alleged that he was going up a hill and his l-3 scooter flip over backwards on him. However, there was no reported serious injury and / or medical attention sought.

Event description:
(B)(4) - the patient alleged that he was going up a hill and his l-3 scooter flip over backwards on him. However, there was no reported serious injury and / or medical attention sought.

Manufacturer narrative:
(B)(4).